Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the rotawire drive with the related rotapro atherectomy system. The rotawire was visually and microscopically examined. Inspection of the device did not identify any irregularities or damages. Functional testing was performed using the advancer returned in the procedure. The rotawire was able to be advanced and retreated through the complaint device without issues or resistance. Product analysis did not confirm the reported events, as the wire was able to advance through the returned rotapro device without resistance or issues. There were no stretching damages identified on the wire. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It is reported that a rotapro and rotawire entrapment occurred. A 1.50mm rotapro and rotawire were selected for procedure. During ablation, the device had abnormal sound, the physician stopped the rotation and tried to remove the device, however, the burr became stuck on the wire inside the patient. The devices were removed together as one unit. It was notice the rotawire was slightly stretched. The procedure was completed successfully with this device. There were no patient complications reported.

Event description:
It is reported that a rotapro and rotawire entrapment occurred. A 1.50mm rotapro and rotawire were selected for procedure. During ablation, the device had abnormal sound, the physician stopped the rotation and tried to remove the device, however, the burr became stuck on the wire inside the patient. The devices were removed together as one unit. It was notice the rotawire was slightly stretched. The procedure was completed successfully with this device. There were no patient complications reported.